Event description:
The customer reported that the collimator iris was too large.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep performed a collimator calibration and tested system by taking fluoro shots and checking collimator functions. The system is operating as intended.